Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was not turning on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the machine was not turning on. A field service engineer (fse) tried unplugging all the drawers and plugged them back in one at a time until identifying the drawer that prevented the device from turning on, which was drawer 6. The fse replaced the drawer controller board and the position sensor and then rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.